Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 18 cm is (B)(4).

Event description:
It was reported that the patient presented with a non-working inflatable penile prosthesis device. During a revision surgery, it was confirmed that there was a crack in the pump connecting tube, so the pump and a left cylinder were replaced. There were no patient complications.

Event description:
It was reported that the patient presented with a non-working inflatable penile prosthesis ipp device. During a revision surgery, it was confirmed that there was a crack in the pump connecting tube, so the pump and a left cylinder were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cxr 18cm is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed the cylinder had wear at the fold in the proximal, middle, and distal ends of the cylinder, and did not pass the test. Leakage testing for the cylinder was passed. Microscope inspection revealed the ms pump tubing was cut down to the pump block; the tubing was not available for analysis. The ms pump passed both the leak and functional tests. The allegations of mechanical issue and tubing hole/perforation were not confirmed. The allegation of a hole/perforation could not be confirmed as the tubing was not returned for analysis. Based on this investigation, a clear probable cause for the event could not be established; therefore, the conclusion code cause not established was assigned.